Event description:
The pt reportedly is experiencing pain at the implant site. Surgery to remove an anchor screw holding the device in place has been scheduled. Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is available.